Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump was initially going to be replaced, but customer called back to confirm that pump did start charging and replacement was not required.